Event description:
It was reported that the patient passed away due to unknown causes. The patient's obituary described his death as unexpected. Product return is not expected. No further relevant information has been received to date.